Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their ins has been shutting off sporadically by itself for 8 months to a year. Pt stated they wake up and noticed their leg is hurting. Pt stated they noticed the ins goes off and the ins is not low. Pt and family member stated they went to doctor 8 months to a year ago and saw rep and rep indicted the ins was off and told the patient and patient didn't know the ins was off. Patient stated no one knew this was an issue at that time. Patient stated they have an appointment tomorrow with hcp and rep. Further information received from a manufacturer representative indicated that the pt, at times, wakes up with pain in their legs. The pt remote showed stim off and the remote did not show a power on reset message (por). The caller indicated that the patient had an overdischarged ins and the ins was charged back up about 8 months ago. The caller indicated that when the ins was interrogated today the programmer showed a por message with code 0x0008. Troubleshooting reviewed information about por messages. The caller indicated that they would follow-up with the patient. Additional information received from the manufacturer representative reported that the date and time were reset and programming was done. The issue had been resolved.